Event description:
Attempting positioning of 8th coil in cerebral anuerysm coil deployed unintentionally. Coil became detached from pusher, not prolapsed into parent vessel. Coil seen outside aneurysm sac in subarachnoid space. Believed protrusion of coil through wall of aneurysm produced resistence during attempted coil repositioning causing inadvertent detachment. Rupture of aneurysm not believed to be result of coil detachment.

Event description:
Add'l info rec'd from MFR 6/10/2004: since the resistance caused by the coil being inside the subarachnoid space was over 0.08lb., the coil detached. This is not premature detachment due to a device malfunction. The device performed as designed. Based on the info originally received on feb. 11, 2004, it was determined that an MDR was not required. However, since a user facility report has been submitted to the FDA, the MDR is being submitted.